Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales representative reported that during a surgery the reported device broke apart. It was reported that there was a delay of 100 minutes and additional anaesthesia was necessary.

Manufacturer narrative:
The DHR indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The chr indicated that there were no similar events for the reported lot. Upon visual inspection the cup holder was found to have fractured at the base of the driver tip. Dimensional inspection of features relevant to the fracture site indicated all were within specification. Mar indicated that the device broke due to a torsional overload condition with the fracture initiating at multiple edge locations. Final fracture occurred in ductile overload. The investigation concluded that no material or manufacturing defects were observed on the returned device.

Event description:
The sales representative reported that during a surgery the reported device broke apart. It was reported that there was a delay of 100 minutes and additional anaesthesia was necessary.